Manufacturer narrative:
On (B)(6) 2020 mentor became aware that it erroneously omitted h6 (6.result codes) from the initial report submitted on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old asian female who underwent primary breast augmentation with unknown mentor textured gel implants experienced several symptoms with an auto-immune diagnosis post procedure. Thyroid issue, blurry vision (beginning (B)(6) 2020), leg muscle cramps followed by leg numbness (beginning (B)(6) 2020), arm numbness, pain/stinging in the breasts, weight loss, and a diagnosis of graves¿ disease ((B)(6) 2019) were all noted. No device issue such as rupture was reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-14195 for contralateral prosthesis report.